Event description:
It was reported that during a prolapsectomy procedure the device cut the tissue correctly, but it did not suture. It was necessary to continue manually to complete the procedure. No adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.